Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose of 50 mg/dl. Customer ate food to address low bg. Although requested, the customer did not upload pump data for investigation. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.